Event description:
Patient tested 8.0 inr and 7.2 inr on the coaguchek xs system while a comparison lab returned as 4.7 inr. The patient's coumadin dose was held for one day based on the lab result. No adverse event reported. Requested return of suspect system, however, test strips have been used up; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.